Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any part was replaced or if repair has been conducted. If additional information is later obtained, the complaint will be reopened. Although repair information has not been provided and no component has been returned for failure analysis, previous investigations determined that inactive ingredients in at least two of the cleaning agents approved for use with the v60 are causing damage to the enclosure.

Event description:
The customer reported alarming " light emitting diode (led) failure." The remote service engineer (rse) advised the customer the likely failure is the v60 power switch overlay. The unit was not in use, and there was no patient or user harm reported.